Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the davol devices may have caused or contributed to the patient¿s reported rash. Mesh samples have been provided to the doctor for reactivity testing. If/when the testing is carried out and the results provided to davol a supplemental MDR will be submitted. This emdr is filed to document information associated to the 3dmax mesh. An additional emdr was submitted to document information associated to the ventralight st w/ echo. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient was implanted with two davol devices. One ventralight st w/ echo and one 3dmax mesh. It is reported that in (B)(6) 2017 a rash developed throughout the patient's body. The patient has had multiple biopsies done and has also completed numerous allergy tests. These tests have not shown any findings. As reported the patient has no pre-existing allergies. The patient's doctor has been provided with mesh samples, (ventralight st mesh, 3dmax mesh) for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported that the patient showed a negative response to the mesh when placed on his skin. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the bard/davol mesh used to treat the patient. This emdr is filed to document information associated to the 3dmax mesh. An additional emdr was submitted to document information associated to the ventralight st w/ echo.